Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Note: patient had a medical procedure in (B)(6) 2018 to drain 8 huge vials and had to have surgery with no implants implanted on right side. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture baker grade unknown and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female who underwent breast augmentation revision surgery with unspecified gel breast implants experienced left sided rupture, right sided capsular contracture baker grade unknown, and developed an autoimmune disorder post procedure. Furthermore, the right breast developed a late onset seroma, which resulted in requiring the medical intervention of draining the fluid buildup. As a result, patient underwent bilateral removal on (B)(6) 2017. This report is for the right sided device. See 1645337-2019-26089 for contralateral prosthesis report.